Event description:
It was reported that during a roux-en-y procedure, the device was loaded with peri strips and was opened only with force prior to inserting into the pt. The device was fired three times and a crunching noise was heard. On the fourth firing the device would not open. After tugging and pulling the surgeon was able to remove the device. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Eate sent: 03/11/2009. Eval summary - the analysis results found that the lts60a device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated causing an increase of the internal force resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.